Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak noticed on unicel dxc 600 pro synchron clinical system. Prior to noticing the leak, multiple errors occurred on the instrument and the customer shut down and rebooted the instrument. While trying to reload the reagent, the customer noticed a creamy substance in the reagent wheel that smelled like vinegar. The customer was using personal protective equipment and no injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found there had been a power surge over the weekend. The fse removed reagents and cleaned the spill in the reagent carousel. The fse replaced the reagents and primed the instrument. The system was resumed.